Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported anterior chamber felt unstable and irrigation did not come out during a cataract surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. Irrigation failure was reported. A used active fluid management system (fms) in the tray was returned and was visually inspected. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9mm air bypass tip (abs) tip and infusion sleeve from the lab stock successfully. The service data could be retrieved. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).